Manufacturer narrative:
On 25-sep-2024, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: after using prograsp forceps, wire seen exposed. Refer to section a. Patient information for updated field.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The prograsp forceps instrument was analyzed and found to have a frayed grip cable at the idler pulleys. Some bundles of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure that the prograsp forceps instrument developed a broken cable. At this time it was unknown if any fragments fell into the patient, or if any additional testing was performed. The procedure was completed robotically, with no reports of patient injury. Intuitive followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. Cables were found to be exposed at the end of the instrument.